Event description:
It was reported that during a sleeve gastrectomy procedure, at the 4th fire the stapler had cut the tissue in an irregular way and the staples didn't close correctly. The surgeon has sutured manually.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.